Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the distal common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spy procedure performed on (B)(6) 2018. According to the complainant, after the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded after multiple passes were made with the spyscope. Reportedly, no part of the device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.